Manufacturer narrative:
The 510 (k) k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs alleging inaccurate high readings on their one touch ultra 2 meter. The patient mentioned that the alleged issue began on (B)(6) 2011. The patient obtained a 204 mg/dl and a 235 mg/dl on the lfs meter. Due to the alleged high readings, that patient took an increase dosage of medication (metformin 500 mg). Less than 30 minutes later, the patient tested on another device and obtained a 202 mg/dl. The patient developed symptoms 15 minutes later of feeling sweaty and restless in their legs. Due to the alleged issue, the patient self-treated with oral medication. The patient did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, took an increase dosage of medication and 15 minutes later developed symptoms suggestive of a serious injury and had to self-treat with oral medication.